Manufacturer narrative:
This report is submitted late because it was originally assumed that the misplaced filter lining would be obvious to the customer and could not be overlooked. After re-assessing the complaint, it was decided to classify the incident as a reportable event. A clinical risk assessment resulted in a possible critical severity of harm. The probability of the situation leading to the harm (p2) is somewhat likely. Thus, this malfunction is reportable to the FDA as it is not unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. The customer provided a picture of an unpackaged microgard filter which have been delivered to the customer with a misplaced filter-lining. Therefore the complaint could be confirmed and the root-cause can be attributed to manufacturing / supplier quality issue. The supplier riensch & held gmbh & co. Kg. Provided a statement regarding the mitigation measures for each production line. It has been confirmed that all three production lines have built-in and effective mitigation measures to avoid the production from filters without bacterial/viral filter inlay. No scar necessary for supplier riensch & held gmbh & co. Kg. Corrective and preventive actions were implemented by the supplier on 01/26/2022. The supplier will be contacted to confirm that the affected filter was produced before the preventive and corrective actions took place or if new actions need to be initiated by the supplier. A follow-up report will be submitted as soon as further information is available.

Event description:
The customer complained that the filter-lining of the microgard filter is misplaced. This was noticed during an incoming inspection. There was no indication that defective filters were used for patient measurements.

Manufacturer narrative:
It was determined that the statement of the supplier wasn't fitting to the type of this complaint. It was assumed that a missing filter fleece would have the same mitigation measures for each production line as a misplaced filter lining. Therefore the supplier (B)(4) was contacted again for a more specific statement. The supplier implemented the following improvements to reduce the probability of occurrence of misplaced filter linings: the manufacturer of the filter carried out a machine retrofit in the period 09/2022. This measure resulted in an improved quality of the raw nonwoven, which significantly reduces the detachment / slipping of the cover nonwoven. The supplier checked, changed and adjusted the settings on their internal machines, especially the monitoring system, in order to improve the ejection of faulty parts. As the error of a slipping filter cannot be completely ruled out after the above measures, the supplier is currently working on an improved camera system. This project is already at an advanced stage.

Event description:
The customer complained that the filter-lining of the microgard filter is misplaced. This was noticed during an incoming inspection. There was no indication that defective filters were used for patient measurements.